Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise which resulted in auto mode switch episodes and intermittent oversensing. The patient was asymptomatic. The physician elected to explant and replace the lead. During the procedure, the physician noted minor abrasions on the lead insulation near the can. There were no patient complications from the surgery.